Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that noise was observed on the right ventricular lead. The noise was not reproducible with isometric testing. No programming changes were made as the patient was feeling well. The lead was to be monitored.